Manufacturer narrative:
The allen advance chest support with pad has been removed from use and will be returned to allen medical for evaluation and investigation. The investigation is currently ongoing. Allen medical is unable to confirm at this time if the device malfunctioned in a way that would potentially cause or contribute to a serious injury. This report is being filed in an abundance of caution until the investigation is complete. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom/allen medical received a report from the account stating the chest support bracket broke clean away at site of the rail. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).